Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 438 mg/dl. The customer was treated high with manual injection. Customer's blood glucose value was 385 mg/dl. The customer reported that they delivered a bolus and he got no delivery alarm. Troubleshooting was performed. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump, infusion set, and the reservoir will not be returned for analysis.